Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a blood glucose of 352 mg/dl for over 90 minutes, and observed insulin leaking from a removed cartridge that had been overfilled; customer support provided troubleshooting and education and guided a full set change, including instruction on proper cartridge fill technique using an insulin pen. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy, as the user elected to change supplies. Investigation included customer interview and technical support troubleshooting. Investigation of this case revealed user handling contributed to an overfilled, leaking cartridge and improper fill technique that was corrected during the call. It was concluded that the event was related to use error, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.